Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that non-sustained oversensing and ventricular non capture were observed on the lead via remote transmission. Patient later presented for follow up in clinic and upon evaluation non capture was confirmed and high capture threshold was observed on the lead. Review of chest x-ray showed unremarkable. Physician elected for no intervention. Patient later presented for programming and lead evaluation revealed a mass in the lung.